Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value associated with the triggered suspend event was 103 mg/dl and 136 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor value that triggered the suspend event was below 40 mg/dl 51 mg/dl and 56 mg/dl. Customer's blood glucose value from reported event was 153 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was performed for sensor glucose value verses blood glucose value. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.